Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5167039, mw5167041 & mw5167042.